Event description:
The user facility reported that there was a slip; a laceration to the patient. Requested additional information from the facility.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation will be initiated based on the reported information.